Manufacturer narrative:
(B)(4), device MFR. Date: in the initial medwatch submission, the device MFR. Date was incorrectly submitted as 10/08/2011. The correct device MFR. Date is 10/08/2010 which has been corrected in this submission. Cross contamination was identified as a potential cause. (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(4) results rate was detected on (B)(4) 2009. The investigation revealed the most probable cause for the increase rate of (B)(4) results is the hav antigen code (B)(4) which has a reduced potency that affects the architect havab-igm performance.(B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false (B)(4) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Manufacturer narrative:
(B)(4). Concomitant medical device: architect i11000sr analyzer, list # 1l86-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (B)(4) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on (B)(6) 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the (B)(4) which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all (B)(6) samples.

Manufacturer narrative:
(B)(4), device MFR. Date: in the previous medwatch submission, the device MFR. Date for architect havab-m reagent lot 93794hn00 was incorrectly submitted as (B)(6) 2010. The correct device MFR. Date was (B)(6) 2010 which has been corrected in this follow up submission. Type of remedial action initiated: the type of remedial action taken for this issue has changed from a correction to a recall. The customer issue is now being associated with remedial recall 3002809144-4/21/11-001-r for the architect havab-m reagent lot 93794hn00. The remedial action number was changed from 2623532-1/4/10-001-c to 3002809144-4/21/11-001-r to reflect the change in site of manufacture for the suspect medical device and it's associated remedial action number, and the type of remedial action taken by abbott.

Event description:
The customer recently changed from the abbott axsym havab-m assay to the architect havab-m assay and observed an increase in gray zone reactive patient results. The customer stated they rarely observed gray zone results with the axsym method and were now observing one per day with the architect. The customer performed repeat testing of gray zone results per the recommendations of the architect havab-m product information letter. The customer provided one example of gray zone patient results as follows: (B)(6). The customer did not send samples for confirmation testing and no results were questioned by the physician, therefore, there was no impact to patient management. The customer was sent a new lot of architect havab-m reagent and the issue was resolved.